Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es results occurred on a single patient sample processed on a vitros eciq immunodiagnostic system. A definitive root cause could not be determined, however, the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes. The investigation determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, a pre-maintenance tropi es precision test results was outside ocd guidelines, indicating that the instrument may have contributed to the event. After performing routine maintenance procedures, a second tropi es precision test results were within ocd guidelines. An ocd field engineer will be sent on site to verify the vitros eci q system is performing as intended.

Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostics system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was reported outside the laboratory, however, a corrected report was generated and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)